Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose. Reportedly the customer had an alternate pump for insulin therapy.